Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. A test infusion was performed and the pump was able to infuse normally. A review of event history log revealed that the user programmed a secondary infusion of cleosin at an initial rate of 18.8 ml/hr and a vtbi of 12.5 ml, which is an infusion time of 40 minutes. The infusion ran as programed and was stopped for 7 minutes for air-in-lines occurring, however the infusion was able to run to completion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. An intravenous (IV) line set up for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Flow issues may have several potential causes related to infusion setup or improperly primed set, including back check valve. Refer to compatible sets list, doc 11182, page 7, for set compatibility, and the spectrum iq operators manual, (B)(4) for proper secondary infusion setup instruction. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivery flow rate changed from what was programed. The expected and actual infusion time, volume and flow rate were 12. 5 ml of cleosin in 40 minutes. The department where the event occurred was the pediatric area. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.